Manufacturer narrative:
Insulin pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to broken retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 118 mg/dl. The customer reported that the reservoir lip ring was sliding through his insulin pump tubing. Troubleshooting was performed for damage and noticed that reservoir still locks in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.